Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
It was reported by the international customer that, during an inspection of the product, it was observed that there was a hair inside the packaging. The customer confirmed that no contact was made between the device and any patient; accordingly, no patient adverse events occurred.

Manufacturer narrative:
Investigation - evaluation: a review of the device history record, complaint history, documentation, specifications, and quality control data was conducted during the investigation. The complaint device was not returned; therefore no physical examination could be performed. Pictures of the device provided by the customer indicated the presence of foreign matter. Review of the device history record of the finished product shows one nonconforming event that would contribute to this failure mode. There were no other reported complaints for this lot number. Based on the provided information, review of photographic images, and results of the investigation, the root cause was determined to be manufacturing-related. Per the quality engineering risk assessment, no further action is warranted. Monitoring will continue to be performed for similar complaints.